Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a red doctor icon on the communicator. The patient presented to emergency room where a field representative interrogated the device and found no issues. Alert history found red alert two days prior due to tachy mode set to value other than monitor + therapy. There was also yellow alerts for atrial arrhythmia burden. Additional information was received that upon check in the emergency room the device function was normal, and tachy therapy was verified to be on. The device remains in-service. No adverse patient effects were reported.